Event description:
It was reported that an intraocular lens was explanted approximately ten months after implantation due to visual aberrations caused by silicone oil deposits. During the initial cataract surgery vitreous loss and anterior vitrectomy were reported. One week prior to the lens explantation, silicone oil was placed in the pt's eye by retinal surgeon to address retinal detachment.

Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress.